Event description:
It was reported that patient presented for device check. Upon initial interrogation of the device, a patient data error was received. The second interrogation was successful with no error message received. No patient symptoms were reported.